Event description:
Customer's mother reproted that she tested her son with the freestyle meter at 8pm with a result of 331 mg/dl. At 10:45 pm the same night, customer a seizure. Cuastomer's glucose was tested and a reading of 104 mg/dl was recieved. Paramedics were called and upon arrival obtained a glucose reading of 24 mg/dl with an unk brand meter. The customer treated with a glass of juice. The reported freestyle results were not consistent with the customer's state, not the treatment that was provided.